Manufacturer narrative:
This investigation is ongoing, upon further information this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up in (B)(6) 2014 the pacing impedances measurements had increased since the implant procedure but the values remains within normal range. No adverse patient effects were reported. Additional information received that during a recent follow up the pacing impedance measurements were out of range while all other measurements were normal. A revision of the right ventricular (rv) lead was booked. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that this patient was not pacemaker dependent and when the rv lead was tested with a pacing system analyzer (psa) the pacing impedances measurements were within normal range. A revision procedure took place and this rv lead was surgically abandoned and left insitu, while the device remains implanted with a new lead.